Event description:
A malfunction was reported, identified by a malfunction code displayed as "malf 0." There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information, assisted in resetting the pump, and confirmed the issue did not recur. The customer was advised to continue using the pump and to call back if the malfunction recurred, and they acknowledged and understood the instructions.